Manufacturer narrative:
Per the repair statement the device displayed a red light alarm. This was due to a leaking compressor and heat exchanger.

Event description:
It was reported by the dealer that the heat exchanger was leaking. According to the repair statement, the unit displayed a red light alarm.